Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On aug 10, 2009, the lay user/pt contacted lifescan alleging the one touch ultra mini meter displayed a message saying "c-01." About 1 yr ago. The pt did not leave contact info so the medical surveillance specialist reviewed the customer care advocate (cca) documentation. The pt said that about a yr prior to contacting lifescan, she visited the doctor's office. She said she received insulin from the doctor. She also had a result taken on the doctor's meter, but the reading is unk. The pt alleged that she passed out and had chest pains due to the issue. It would be helpful to know any details of the incident, especially the timing and the pt's mgmt of diabetes due to the issue. It is not clear what caused the symptoms or whether the symptoms are related to diabetes. The product issue was resolved through troubleshooting. Although details of the incident are unk, this complaint is being reported because the pt alleged she obtained a message on her meter and had to receive insulin from her doctor due to the issue.